Event description:
It was reported that this patient underwent an elective device upgrade procedure. The physician noticed that the patient had twiddlers syndrome and explanted and replaced this implantable lead to avoid potential lead issues in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.